Event description:
It was reported by the nurse at the facility that the patient has had approximately ten fills post implant a realize adjustable gastric band. The last three were (B)(6) 2011-2.4cc's, (B)(6) 2011- 3cc's , and (B)(6) 2011- 1.4cc's of fluid. The surgeon performed all adjustments. A gastrography contrast radiography of the stomach was performed at the office and a positive leak at the site of the bend in the band. A date has not been scheduled to replace the band. The patient is experiencing no restriction and (B)(6).

Manufacturer narrative:
(B)(4). The band/balloon with 31cm of catheter was returned for evaluation. Upon visual inspection, it was observed that two (2) fold lines were present on the balloon localized near catheter connection. A tear of 4mm in length was also observed on the first fold line. As result of visual inspection, no leak test was performed on the balloon. A review of the product's instruction for use (IFU) was performed, and it was noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process indicates that all products are inspected and leaked tested prior to distribution. A manufacturing issue unlikely contributed to the event. Material degradation over time is a possible cause of the observed perforations and subsequent leakage on the band.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.